Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during an attempt to remove a concerto helix coil from the packaging hoop, the plastic tube covering the coil remained in the hoop resulting in full deployment of the coil. The coil was replaced with a new coil of the same model to complete the procedure. There was no patient involvement. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included a rebar microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the coil did not detach from the delivery system. The cause of the resistance was undetermined. No preparation was preformed prior to the coil removal from the hoop. There was no damage to the packaging and the foil pack was intact. The coil was secured in the black guide wire clip when the foil packaging was opened. There was no damage to the outer packaging.